Event description:
Patient was revised to address spin-out. A thicker insert was inserted.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device "spin out"; however, provided information suggests the size device implanted at primary surgery did not achieve the desired results. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.